Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer obtained a sensor reading of 121 mg/dl as compared to reading of 30 mg/dl on the built-in meter. The customer experienced symptoms of dizziness, "beams of light in eyes", and had contact with a healthcare provider who administered oral sugar and water as treatment. In addition, another sensor reading of 143 mg/dl was obtained in comparison to reading of 46 mg/dl on the built-in meter. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. No further treatment was reported. There was no report of death or permanent injury associated with this event.